Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported that during a cranial surgical procedure, it was observed that the motor device would not "constantly rotate the drill bit". According to the report, it was observed that two perforator drivers were used in the same surgical procedure. The reporter stated that the perforator devices were found to have ¿bent shafts upon opening the packaging,¿ and therefore were not used in the surgical procedure. There was a ten minute delay in the procedure due to waiting for a new, identical motor device to be delivered. The reporter clarified the delay was not a result of the perforator drivers. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.